Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to a knot advancement issue include, but not limited to, rail suture tensioned without distal advancement with the knot pusher or non-rail suture is tensioned/advanced. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated. D9, h3 - device returning updated from yes to no.

Event description:
This was reported as an arteriotomy closure of the calcified right common femoral artery with two prostyle devices using a 6f sheath after an interventional procedure. Reportedly, the knots on both devices would not advance at all. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.